Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407652, implantable pacing lead, implanted: (B)(6) 2010, product ID: 407658 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced chest trauma which in turn resulted in oversensing and triggered two false ventricular high rate (vhr) events. In addition, a false elective replacement indicator (eri) alert was triggered. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.